Event description:
The customer reported that during the procedure, when the doctor activated the covidien e2515 pencil connected to the monopolar 2 port, the non-covidien footswitching laparoscopic scissors connected to the monopolar 1 port also activated. The lap scissors were on the patient's chest causing a small burn. The doctor noticed the sparking immediately and stopped activating. The patient is fine. The generator was tested by the hospital's biomed engineer and found to function properly.

Manufacturer narrative:
(B)(4). Date of initial report : 04/09/2015. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification. The e2515 was returned and investigation found that the device functions normally and within specification.